Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient passed out while the cgm was displaying 184 mg/dl. When the paramedics arrived, they checked the patient's blood sugar and the bg meter was reading 33 mg/dl. The patient was treated with "sweetener medication". They could not recall what the name of the medication was. After treatment, the patient regained consciousness. At the time of the report, the patient was doing good. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.